Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, a polarity switch to unipolar and noise. The lead was turned off. It was also reported that the right ventricular (rv) lead exhibited high impedance in both unipolar and bipolar configuration and a polarity switch . It was also observed that the sensing integrity counter (sic) had a high count . Noise was noted on electrograms (egm). Action is planned for both leads but not taken. The physician plans to insert a new leads when the patient receives a new device. No patient complications have been reported as a result of this event.